Manufacturer narrative:
Correct reporting institution phone # (B)(6). Correct reporter phone # (B)(6).

Event description:
It was reported to philips that the device experienced ECG failure.there was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ECG cable. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable. The ECG cable was replaced to resolve the reported issue and the device passed all performance assurance testing.